Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced hyperglycemia event and diabetic ketoacidosis on (B)(6) 2026. The current blood glucose level was 200 mg/dl at the time of the event and got treated with insulin pump other than insulin. The patient went to emergency room and got admitted in the hospital. The duration of hospitalization was greater than 24 hours. The patient was tested positive for ketones. The patient was in intensive care unit(ICU) for 3 days and got treatment for high blood glucose was intravenous insulin drip. No further information available.

Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item.